Event description:
On (B)(6) 2014, the reporter contacted animas alleging a prime issue. The reporter stated that loss of prime warnings had been occurring after each site change. Reportedly, when the tubing was primed, 3 to 4 drops of insulin were observed then immediately after that, a pump not primed warning had occurred. The reporter stated that a re-prime would be performed and that the pump would hold the prime until the next site change. Reportedly, the cartridge cap was secure and the patient had been cycling the cartridge correctly and filling the cartridge with 190 units of insulin. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: there was no evidence of a load step malfunction recorded in the black box. The black box recorded a zero force loss of prime. Product analysis was unable to reproduce alarm during the investigation. The force sensor calibration reading was in specifications. The pump was opened and removed from the case. A force sensor flex trace was observed to be cracked at the pin.